Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and buttons were not longer responding. The customer's blood glucose level was 6.2 mmol/l. The insulin pump had been exposed to customer's wet pants. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces. All of the buttons are functioning properly and no button error alarm during our testing. The insulin pump has cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corner, minor scratches on the display window and stained end cap sticker noted.